Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the protective sheath was stuck and would not come off of the device. The protective sheath remains in the same place on the device. There was no patient involvement. A second balloon was used to complete the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove the protective sheath was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove the protective sheath incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.